Event description:
During a follow-up a slight decrease in r-waves from 2010 and recently a variation in the rv lead impedance were observed. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.